Event description:
Surgeon revised mcs liner for reported poly wear from neck stem impingment on the liner. Device was reported as being implanted for over ten years.

Manufacturer narrative:
Serial number of device was not available. Device was unavailable for engineering evaluation.